Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The 8.0x39mm omnilink elite stent delivery system (sds) was advanced to the target lesion however during deployment the stent jumped significantly and the stent deployed partially outside the target lesion. Another stent was used to cover the target lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.